Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the supplies were changed to address the event. Blood glucose was in the 400's mg/dl. Reportedly, contact suspected that the pump was not working. A system check with tandem¿s technical support confirmed that the pump functioned as expected.